Event description:
The device was at normal eol and there is not a reportable malfunction.

Manufacturer narrative:
Based on parameters obtained the device meets or exceeds 75% expected longevity and is no longer reportable. There is no device malfunction.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to the ipg becoming inoperable. The ipg was explanted and replaced to address this issue.